Manufacturer narrative:
Batch review performed on (B)(4) 2017. Lot 163079: (B)(4) items manufactured and released on 30 august 2016. Expiration date: 2021-08-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
One month and a half after primary the surgeon revised the patient inlay for infection. The surgery was completed successfully.